Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 15, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received sensor replacement alert on (B)(6) 2024. The investigation on the returned sensor revealed that the reference and signal parameters were noisy. The noise or optical instability, potentially due to damaged light filters/photodiode is the most probable root cause for the reported sensor failure. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report 10 july 2024. D4. Primary unique device identifier (UDI) updated to (B)(4). G3. Date received by the manufacturer? 08 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.